Event description:
During product evaluation the pump¿s batteries were found to be depleted. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10, 2007. Evaluation summary:the condition of depleted batteries was confirmed. Inspection of the device found that the pump's batteries were potentially damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, which was opened on april 1, 2005.continued from h9:6000001-2/25/05-004-c6000001-12/13/05-019-c